Event description:
Procedure was going along fine until they tried to snap on the polyprolene to the metal implant. They took it apart and noted that it was not the right size. The manufacturer representative was in the or suite at the time and immediately notified his supervisor that the product was defective.====================== health professional's impression======================the product was defective.